Event description:
It was reported the customer's insulin pump was squirting insulin out during the fill tubing process. Customer stated they had lost 60 units of insulin due to the insulin pump's malfunction. The customer also reported their drive support cap was sticking out. Customer also reported receiving a compromised force sensor system alarm. The customer's blood glucose was 131 mg/dl. Customer stated they did not press on the drive support cap while connected. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind and the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a broken belt clip slot, a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.